Manufacturer narrative:
Initial reporter occupation: product quality surveillance senior specialist ¿ commercial complaints. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause established.

Event description:
It was reported that syringe 1ml s/t w/ndl 26x5/8 rb had a defective stopper. The following information was provided by the initial reporter: "it was reported that the customer had a syringe that had the black rubber in the middle of the barrel that was squished down. The syringe would not open or pull back."